Event description:
Device report from depuy synthes reports an event in japan as follows: it was reported that a few years ago, the patient underwent a surgery with a competitor¿s plate for fracture of shaft of radius at another hospital. After surgery, the patient had a secondary fracture. On (B)(6) 2022, the patient underwent a revision surgery. In the revision, the surgeon placed a new plate and started drilling for a 1st screw. Since the drilling area was the same area which had been drilled for fixation of the competitor¿s plate in the initial surgery, the surgeon could not have the feeling of drilling a bone during drilling. When the drill bit penetrated the dorsal side of bone, the drill bit broke off. The tip of the broken drill bit was removed from the dorsal side of the bone, and the length of the original drill bit was obtained when the tip of the broken drill tip was combined with the drill bit. It was confirmed there were no fragments left in the patient¿s body by image intensifier during surgery and by x-ray after surgery. The surgery was completed successfully within thirty (30) minutes of surgical delay. No further information is available. This report is for one (1) 2.0mm drill bit w/depth mark qc/110mm. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Complainant part is not expected to be returned for manufacturer review/investigation. A device history record (DHR) review was conducted: part #: 310.534, lot #: 699p889, manufacturing site: (B)(4), release to warehouse date: 23, march 2022, a manufacturing record evaluation was performed for the finished device lot and no non-conformance was identified. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.